Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 446 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found kinked. As treatment, a manual injection of insulin (3u) was delivered and a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are as follows: 2am he was at 112mg/dl mom corrected with carbs because she didn't want him to drop below 100mg/dl at wake up he was 210mg/dl and after breakfast he went high and did not go down at school causing mom to go and give him a manual injection of 3 units he is at 446mg/dl 2omin after insulin with a pen